Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 199.88433 mg/day and bupivacaine 20 mg for a total dose of 1.99884 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient still reported no pain relief even with an increase at last refill/reprogramming. No action was taken. A catheter dye study was scheduled for (B)(6) 2020 to confirm function due to revision. The outcome of the event was noted as ongoing. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. The relatedness to the drug (fentanyl) was possibly related and there was no change in drug. The event date was (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving bupivacaine 20 mg for a total dose of 3.99769 mg/day and fentanyl 2000 mcg for a total dose of 399.76865 mcg/day. Additional information received from a healthcare professional (hcp) via a clinical study reported on 2020-apr-09 a catheter dye study (cds) was performed and failed. It was noted the catheter was dislodged and needed to be revised or replaced. Surgery was scheduled for (B)(6) 2020. The device diagnosis was catheter dislodgement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study. The event was resolved without sequela as of (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the patient was not getting pain relief and could not feel boluses after catheter revision on (B)(6) 2020. There was no known factors that may have led to the event. A dye study on (B)(6) 2020, showed the catheter had pulled out of the intrathecal space. Surgical intervention occurred as the migrated catheter was explanted/replaced on (B)(6) 2020. It was noted that the suture around the neck of the wings had pulled out, allowing the anchor to turn at right angles and pull the spinal catheter out over time. The catheter tip was intact inside the spinal pocket. The pump was reprogrammed on (B)(6) 2020. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history included chronic pai n. The patient was also receiving morphine 2 mg/ml for a total dose of 0.6 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter (sn: (B)(4)) was returned, and analysis found no significant anomaly (dried drug, blood, or foreign material occlusion in the catheter body). The catheter (sn: (B)(4)) was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.